Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2017 with the following findings: the keypad cover was undamaged. The down button was intermittently responsive. The down button contact was damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad button are under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.